Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During evaluation, the reported issue regarding ¿image output failure when connecting sdi2 and sony 3d monitor¿ was confirmed. However, the image could be seen normally when connecting to oev261/oev262h. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that the evis exera iii video system center had no image on the monitor. The issue was found during preparation for use. There were no reports of patient harm or impact associated with the reported event.